Event description:
Customer reports to have issues with batteries, as batteries were not lasting more than one week. Customer is also reporting to have high blood glucose. Customer's blood glucose was 42 mg/dl. Alarm history showed off no power, battery out. Customer reports to not wear sensor, but sensor feature was on. Customer was assisted in turning sensor feature off. Customer was not able troubleshoot for low battery and high blood glucose due to not being home and not being able to change batteries and not having tubing clamp. Customer will call back to continue troubleshooting once in receipt of tubing clamp and battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).